Event description:
Hospital personnel were attempting to externally pace a bradycardiac pt who had been shocked 96 times. Allegedly the operator increased the current and could not get capture. Reportedly the pt became asystolic and was moved to another area for treatment. The reporter stated there were no adverse effects to the pt as a result of a malfunction.